Event description:
It was reported that the pump battery was noted to be depleting quickly, from 75% to 25% battery life in one day. The pump became unable to charge and subsequently shut off. There was no impact to the customer's blood glucose level. Reportedly, the pump had fallen out of a pocket onto the floor several times.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.